Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead wide spaced, 60 cm, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005421. Common device name: quattrode lead wide spaced, 60 cm, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005421. Common device name: quattrode lead wide spaced, 60 cm, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005421.

Event description:
It was reported that the patient experienced increased pain with stimulation. The patient declined troubleshooting. In order to address the issue, the system was explanted on (B)(6) 2024. Investigation was unable to determine which lead contributed to the issue.